Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This product was manufactured and the event occurred in another country.

Event description:
Breakage occurred following to a fall of the patient from sitting position.